Event description:
It was observed that during the device evaluation, the broncho videoscope exhibited the plastic distal end cover was burnt. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the use of a high-frequency instrument without sufficient distance from the tip. A definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection chapter 4 operation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.